Manufacturer narrative:
The tech found the siderail overlays were worn and damaged. He replaced both caregiver siderail overlays and the bed exit tape switches to repair the bed.

Event description:
Info received indicates the pt positioning monitor (ppm) will set and go off when the pt exits the bed; however, there is not an audible alarm.